Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient undergoing c5 gemzar/taxotere bladder instillation had a foley catheter inserted without issues. After administering gemzar and taxotere, the patient heard a pop and needed a bowel movement. While in the restroom, another pop was heard, and the foley catheter came out as the patient urinated. The patient reported no pain or blood in the urine. A stat bladder ultrasound was ordered, and a cystoscopy the next day removed the foley balloon foreign body.

Manufacturer narrative:
Correction: d. The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient undergoing c5 gemzar/taxotere bladder instillation had a foley catheter inserted without issues. After administering gemzar and taxotere, the patient heard a pop and needed a bowel movement. While in the restroom, another pop was heard, and the foley catheter came out as the patient urinated. The patient reported no pain or blood in the urine. A stat bladder ultrasound was ordered, and a cystoscopy the next day removed the foley balloon foreign body.